Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2019 the following findings: during investigation, the battery compartment is cracked from threads to case seal , battery cap was not returned with the pump . A test cap is unable to fully tighten to the cracked compartment but is able to maintain power connection. The black box supports evidence of a reboot condition due to the user not confirming a replace battery alarm on (B)(6) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.